Manufacturer narrative:
The aic console data was returned for investigation, however the pump was discarded at the end of the clinical case. The console data revealed the pump was out of position during the beginning of the case. The position alarms resolve, however the patient's blood pressure subsequently drops with a simultaneous decrease in pump flow. The blood pressure then rises which is presumably when the clinical team aspirated the first 200 ml of blood from the effusion. The data logs show the patient's blood pressure stabilizes after the tap was performed, and reveals the pump was explanted approximately one hour later. A conversation between engineering and the abiomed field representative revealed the pump was being repositioning without the use of a guidewire, and the impella cp repeatedly became entangled with the papillary rather than settling in the apex. The field representative also reported the three physicians involved in the case reviewed the clinical images and case, and concluded they believed the reported tamponade was due to the patient's exceptionally thin myocardium combined with repeated prodding of the papillary tissue with the pigtail during the attempts to reposition the pump. The root cause of the tamponade and pericardial effusion is most likely a combination of the multiple attempts at wireless repositioning of the pump. This failure mode is considered to be low risk, and events of this type will continue to be monitored and trended. Internal reference: (B)(4). Device not returned.

Event description:
A (B)(6) male with severely calcified left anterior descending coronary and circumflex arteries presented to the hospital with 30% ejection fraction, hypertension and multi-vessel coronary disease. The patient was to undergo a roto blade and pci procedure while under the support of impella. The patient had pre- and post- procedural transesophageal echocardiograms, while on epinephrine and levophed. The patient's blood pressure was not responding to these medications. The impella cp was successfully inserted through the left groin using a 14fr cook sheath. After insertion of the impella the pump was repositioned, and came out of position from the left ventricle. The clinical team attempted to recross the aortic valve approximately ten times. During the attempts at repositioning, the pump became entangled with a papillary muscle. When the pump was successfully repositioned the patient began to decompensate. Abiomed recommends using fluoroscopy to ensure the pump is properly positioned. The impella IFU states "fluoroscopy is required to guide placement of the impella catheter. The small placement guidewire must be reliably observed at all times." A transesophageal echocardiogram (tee) revealed the patient's myocardium was extremely thin with visible scarring. The tee revealed a pre-existing infarct, as well as pericardial effusion originating from the apex. There was no perforation or dissection of the aorta seen on angiogram. The patient was immediately tapped and 200 ml was aspirated from the effusion. The patient was weaned from impella support and the pump was explanted. The pci procedure was aborted and a pericardial window was performed instead. A total of approximately 800 ml of fluid was drained from the patient's pericardium. The 800 ml was auto-transfused back to the patient. The patient was extubated later the same day and reported to be stable without lasting harm or injury.